Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, very late stent thrombosis occurred. The lesion was located in an ostial left anterior descending artery. An unknown taxus express2 drug eluting stent was implanted in the lesion. No patient injuries or complications were reported. The patient was discharged on plavix. Sixteen months later, plavix treatment was stopped for a scheduled dental appointment. The patient presented emergently with very late stent thrombosis. The lesion was predilated and a non bsc stent was placed in the lesion. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B) (6). Implanted (B) (6) 2008. Device evaluated by manufacturer - as a unit has not been returned, a technical analysis cannot be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).